Event description:
On (B)(6) 2012 the lay user/ patient contacted lifescan (lfs) alleging that her onetouch ultrasmart meter was giving her inaccurate erratic reading. The complaint was classified based on the customer care advocate (cca) documentation. The cca was advised by the patient that on an unspecified time on (B)(6) 2012, the patient reported blood glucose results of "145 and 175 mg/dl" with a lifescan meter, performed greater than 20 minutes of each other. The patient stated that she manages her diabetes with oral medication (unknown type and dosage), diet, and exercise and denied making any changes to her usual diabetes management routine in response to the reported issue. At an unspecified date and time after the alleged issue occurred, the patient claimed to have developed symptoms of "headaches and sweatiness" but denied receiving any treatment in response to the symptoms. At the time of troubleshooting, the cca determined that an approved sample site was used for testing and that the unit of measure was set correctly at time of testing. The cca also noted that the control solution test result came within range. Replacement products were sent to the patient. Although the patient denied receiving any treatment after the alleged issue began, this complaint is being reported because the patient developed symptoms suggestive of a serious injury.

Manufacturer narrative:
Follow-up (6/1/2012)-device evaluation: the meter involved with this complaint has been returned and evaluated by lifescan product analysis on (B)(6) 2012 with the following findings: the meter has passed testing with no faults found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed. The retain test strips were tested and they passed testing with no faults found.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.